Event description:
In 2009, pt reported his primary infusion device is "not pumping insulin at all or only intermittently." He states he noticed this, and he received elevated readings. Pt reported he disconnected from the infusion site and attempted to prime. He stated just a little insulin would come out and then none would come out for awhile. Pt reported he inspected the insulin cartridge and even though no air bubble, he chose to change the insulin cartridge. He stated he also changed the infusion tubing at that time and insulin still would not come out "freely", it would not come out at all or only a very little. Pt states his blood glucose was between 300 mg/dl to 400 mg/dl all weekend. Pt reported he used injection therapy in addition to his infusion device therapy over the weekend and this morning, he took the battery, insulin cartridge and infusion tubing from the primary infusion device and inserted it into the back up infusion device. He stated this is when his blood glucose readings finally came down. Pt stated his most current reading is within his normal range. He reported on his back up infusion device he could see the insulin flowing freely. Pt reported primary infusion device gave no alerts or errors. Advised pt not to use lithium, zinc, heavy duty, super cell, or industrial batteries in the infusion device. The pt did not require medical assistance from a healthcare professional or second party to address this issue. Product was replaced and requested return of the suspect product for eval.